Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl at the time of the incident. The customer used the pump to treat. The customer experienced symptoms such as nausea, vomiting, and unresponsiveness. The customer was wearing the insulin pump during the incident. The customer reported a bent infusion set cannula. Troubleshooting was completed and the pump failed a self test, due to recurring hardware low level failures alarms. The customer also had sensor issues. The insulin pump will not be returned for analysis.